Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully reset it without the issue recurring. The customer was informed that they could continue using the pump and advised to call back if any malfunction reoccurred.